Manufacturer narrative:
H3: product analysis: visually, there was no significant carton damage when returned. There were traces of contamination on the cuff (pink and brown in color). There was a surgical tape wrapped around the tube near the clamp shell. Under the magnification, there were traces of small holes in the trace pads for blue and blue with white stripe electrodes. There were also small holes in a trace (under dymax) for blue electrode. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were inconsistent and jumping red (30-170 ohms), red with white stripe (100-150 ohms), blue (30-140 ohms), blue with white stripe (70-150 ohms). Additionally, a stylet was used to manipulate the shape of the tube and after tube manipulation, the continuity check was repeated and resulted in red electrode (over 1000ohms), red with white stripe (over 100 ohms), blue (over 200 ohms), and blue with white stripe (over 200 ohms), still inconsistent reading and out of specification. Funct ionally, the device was connected to nim system (while tube was submerged in a saline solution) for electrode check and functional test. The electrode check passed and there was no noise recorded. However, after the tube manipulation (tube was manipulated by being pulled out of a saline solution, reshaped, and placed back in a saline solution), the electrode check passed again, and channel 1 was producing noise (jumping over 80 ¿v). For further analysis, a syringe was used to inject 15cc of air into the cuff, and cuff inflated/deflated with no issues. In the returned condition, there was an out of specification condition that was related to the complaint. H6: fdm b17, fdr c20, fdc d14 and img g04134 codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroidectomy, during use of the endotracheal tube, there was noise on nim of channel 1. The doctor tried to adjust the threshold and deeper anesthesia to patient but useless. Finally, the doctor changed the endotracheal tube to complete the surgery. There was a delay of 15 minutes in the overall procedure. The procedure was completed with backup product. No patient injury.